Event description:
Ot ultra meter would not power on. Family member stated that in 2003 the pt was experiencing symptoms of tiredness and frequent urination so family member took them to see their physician. They were treated by the physician with insulin and pills due to high blood sugar. The issue was not resolved with the meter. No further info was provided.